Manufacturer narrative:
The ge service rep ordered part and replaced the batteries. The system is working as intended.

Event description:
The customer reported the system displayed a pre-charge failure error message during the procedure. No pt injury was reported.